Event description:
Technician alleged no scale display or bed function.

Manufacturer narrative:
Technician found corrosion. He replaced, 22-position connector on retracting frame to resolve. No injuries reported.